Manufacturer narrative:
Device evaluation: the device was evaluated by a baxter technician. The reported condition of "overinfusion" could not be confirmed. Upon receipt, the sample was visually examined for signs of abnormality that may have contributed to the reported condition; however, none were found. A standard flow test was conducted on the sample for 112 hours with results of the device flowing within specifications. (B)(4)

Event description:
It was reported to baxter (B)(4) that one ce infusor had overinfused during patient use. The actual infusion time was 70 hours, whereas, the expected infusion time was 120 hours. There was no report of patient injury or medical intervention with this occurrence. No additional information is available.